Manufacturer narrative:
H.6. Investigation summary: no sample was returned to sbdm, the complaint lot number is 6908131. Tensile strength test using house samples: sbdm conduct tensile strength test for house samples which were under similar using condition of customer. Test 1 - tur y-tube bypass tube tensile strength test in tube connection (spec.: ¿ 2.5kgf) test 2 - tur y-tube bypass tube tensile strength test in cis connection point (spec.: ¿ 2.5kgf) from tensile strength test for both sides, tube connection & cis connection point, by house samples, all samples are in spec. (¿ 2.5kgf) house sample inspection: sbdm inspected 9 pcs house samples from lot no 6907101, 6908131 & 6909021, all components are in spec. DHR review: sbdm reviewed the manufacturing records for lot 6908131, no abnormality observed. Customer complaint record review: sbdm reviewed the customer complaint record, there was same complaint for the same product from the same customer. Root cause: sbdm conducted inspection using house samples for tensile strength test. According to the tensile strength test for both sides, tube connection & cis connection point, by house samples, all samples are in our spec. (¿ 2.5kgf). It is the second time we have received the same complaint case from the same customer. Sbdm conducted preventive action and the tensile strength was enhanced 20% more compared with previous complaint tensile strength test result. However, it is not enough to endure strength when the tur y set is twisted on actual customer's field. Corrective actions: 1. Sbdm conducted quality training on this customer complaint for IV set tur y-tube assembly line workers. 2. Sbdm conducted quality training on this customer complaint for incoming inspector of bypass tube. H3 other text : see section h.10.

Event description:
It was reported the IV set becomes disconnected when attached to urological equipmen with a bd IV set tur y-tube. This occurred on 5 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from korean to english: tur-y set bypass when the part is connected with urological equipment, the product is separated from the equipment and cannot be used.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as greater asia is an OEM manufacturing site. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the IV set becomes disconnected when attached to urological equipment with a bd IV set tur y-tube. This occurred on 5 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: tur-y set bypass when the part is connected with urological equipment, the product is separated from the equipment and cannot be used.